Event description:
Received info from user facility that bur guard was used with a handpiece which was "getting hot over time". "It is unknown if the bur guard was heating up. No delay or alteration in surgery. No injury occurred.